Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 8 of 13.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on 01-apr-2024, the thirteen infusion set cannula was kinked and patient faces symptoms within 3 hours of insertion. The site of insertion is abdomen & upper buttocks and thigh, and the blood glucose level was 300 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available